Manufacturer narrative:
(B)(4). Item number: 00506905200, item name: front loading cartridge kit, lot number: 64529636, qty: 9. (B)(6). Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection it was determined that one of the ten packages contained a strand of debris measuring approximately .250 in length and .020 in width on the inside of the surface of the retainer cavity. The debris contains an oily residue. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a manufacturing error. The event is being reviewed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a stain was found on the product packaging. Upon receipt of product it was determined that there was foreign debris in the sterile packaging. No patient involvement reported. Attempts have been made and no additional information is available at this time.